Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention during which their leads were explanted.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19149, 1627487-2021-19150, 1627487-2021-19151, 1627487-2021-19153, 1627487-2021-19154, 1627487-2021-19155, 1627487-2021-19156. It was reported that patient is experiencing ineffective stimulation. Surgical intervention is pending to address this issue.